Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose. Her symptoms included dry mouth, excessive thirst, and nausea. The customer's blood glucose was 525 mg/dl. She stated that leading up to the hospitalization, she ate lunch and blood glucose was 194 mg/dl. Two hours later, her blood glucose was 400 mg/dl. The customer reportedly thought she had a regular soda on accident, treated herself with a shot, and called the ambulance when she saw her blood glucose was 525 mg/dl. She was treated with two bags of fluids and blood tests were performed. The next day after release, her blood glucose went over 500 mg/dl again. She changed the insertion site. At time of hospitalization, insulin pump was worn. Troubleshooting was performed. Insulin exited during priming. While checking settings, the customer thought the sensitivity setting may have been incorrect as it was formerly 70 mg/dl and was 81 mg/dl at the time of the report. Nothing further was reported.